Manufacturer narrative:
Concomitant product: product ID 3587a, serial# unknown, product type lead. (B)(4).

Event description:
It was reported the patient still felt stimulation ¿even though the stimulation device was switched off.¿ it was stated the patient would feel stimulation ¿when the microwave or the remote control was turned on and off¿ and when a ¿fluorescent lamp was used.¿ it was noted that ¿no special measures were taken¿ at the time of report. It was additionally noted the patient¿s target disease was parkinson¿s disease and that the patient was ¿with (B)(4) medical treatment.¿ the exact meaning of the latter statement was unclear at the time of report. Additional information stated the patient¿s devices remained ¿in use¿ and that there were no interventions planned as of 19 days after initial report. It was reported the patient was ¿receiving effective therapy¿ at that time. Additional information has been requested. A supplemental report will be filed if additional information is received.